Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors overinfused medication to the patient. It was observed that the devices were delivering the medication at a faster rate than desired. The devices were filled with cefoxitin. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from december 13, 2021 - december 14, 2021. H10: the two (2) actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed two devices containing residual fluid inside their bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.